Event description:
Routine complaint investigation when a consumer reported receiving back to back blood glucose values of 65 mg/dl and 135 mg/dl. These values, when plotted on a clark error grid, show the difference to be clincially significant. No death, serious injury or medical intervention was reported with the event.